Manufacturer narrative:
Correction: the initial report indicated in error that information was received from a healthcare provider via ¿product surveillance registry¿ clinical study. The information was actually received from a healthcare provider via (B)(6) clinical study.

Event description:
Information was received from a healthcare provider via (B)(6) clinical study regarding a patient who was receiving an unspecified drug of unspecified concentration and unspecified dose rate via an implantable pump as for non-malignant pain and failed back surgery syndrome. It was reported that the patient was experiencing side effects associated with bolus. A personal therapy manager (ptm) malfunction was noted. The patient was being unexpectedly locked out of their ptm. The patient was experiencing intermittent withdrawal symptoms when they were unable to activate their ptm and was also feeling 'over-medicated' and numb when the ptm was successfully activated; date of diagnostics/test was (B)(6) 2016. The issue was indicated as having been related to the device/therapy regarding the ptm and unrelated to implant procedure. The programming date from the most recent refill prior to the event was (B)(6) 2015. No drug information regarding the most recent refill prior to the event was specified. It was however noted that "none of the above drugs" regarding dilaudid and bupivacaine were being used at the time of the event. No action/intervention was taken. Regarding outcome, the event was ongoing. Additional information has been requested regarding product information / serial number of ptm and what drug(s) were received at the time of the event, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received from a healthcare provider via implantable systems performance registry (ispr) clinical study. The patient was receiving intrathecal hydromorphone 2.5 mg/ml at 5.008 mg/day and bupivacaine 30.0 mg/ml at 18.010 mg/day.

Manufacturer narrative:
Concomitant product: product ID 8637-40, serial # (B)(4), implanted: (B)(4) 2013, product type pump. (B)(4).

Event description:
Information was received from a healthcare provider via product surveillance registry clinical study regarding a patient who was receiving an unspecified drug of unspecified concentration and unspecified dose rate via an implantable pump as for non-malignant pain and failed back surgery syndrome. It was reported that the patient was experiencing side effects associated with bolus. A personal therapy manager (ptm) malfunction was noted. The patient was being unexpectedly locked out of their ptm. The patient was experiencing intermittent withdrawal symptoms when they were unable to activate their ptm and was also feeling 'over-medicated' and numb when the ptm was successfully activated; date of diagnostics/test was (B)(6) 2016. The issue was indicated as having been related to the device/therapy regarding the ptm and unrelated to implant procedure. The programming date from the most recent refill prior to the event was (B)(6) 2015. No drug information regarding the most recent refill prior to the event was specified. It was however noted that ¿none of the above drugs¿ regarding dilaudid and bupivacaine were being used at the time of the event. No action/intervention was taken. Regarding outcome, the event was ongoing. Additional information has been requested regarding product information / serial number of ptm and what drug(s) were received at the time of the event, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the event resolved without sequelae on (B)(6) 2016.